Event description:
It was reported to hamilton medical ag: during service device went into ambient state with tf 444001 batteries completely discharged. No patient harm is reported. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number:(B)(4).